Manufacturer narrative:
Hologic field service engineer (fse) reviewed logs and found no instrument issues. Hologic technical support (ts) reviewed logs and found no reagent preparation issues, concluding there was likely sample mishandling. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(6), using assay lot 276802 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive, then retested negative on another platform. A fresh aliquot was taken and retested on the panther, where it resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.